Event description:
Healthcare professional reported, left side suspected device rupture. Diagnosed via ultrasound and MRI. And capsular contracture, baker grade I. Rupture of the device was confirmed, during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side suspected device rupture diagnosed via ultrasound and MRI and capsular contracture, baker grade I. Rupture of the device was confirmed during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side suspected device rupture diagnosed via ultrasound and MRI and capsular contracture, baker grade I. Rupture of the device was confirmed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Capsular contracture: unable to observe. No other observations observed, no further actions are required.